Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ essure broke inside of me when she was trying to remove it') and embedded device ('embedded opposite the fimbria is a gray metallic wiry segment within the lumen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, urinary frequency and intramural leiomyoma of uterus. Concomitant products included sertraline hydrochloride (zoloft). In may 2010, the patient had essure inserted. In may 2010, the patient experienced mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced fatigue ("fatigue") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic-assisted bilateral salpingectomies with cornuectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, bladder disorder, migraine, headache, nausea, feeling abnormal, dysmenorrhoea, allergy to metals, dyspareunia, fatigue and vision blurred outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded opposite the fimbria is a gray metallic wiry segment within the lumen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ essure broke inside of me when she was trying to remove it') and embedded device ('embedded opposite the fimbria is a gray metallic wiry segment within the lumen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, urinary frequency and intramural leiomyoma of uterus. Concomitant products included sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced abdominal pain lower ("lower abdomen pain"). In 2013, the patient experienced fatigue ("fatigue") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic-assisted bilateral salpingectomies with cornuectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, bladder disorder, migraine, headache, nausea, feeling abnormal, dysmenorrhoea, allergy to metals, dyspareunia, fatigue and vision blurred outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded opposite the fimbria is a gray metallic wiry segment within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter's information was added. Event injury was deleted. Events added: mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety, bladder or urinary problems or changes, migraines, headaches, nausea, brain fog, device breakage, dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), abdominal pain lower, fatigue, blurred vision, embedded opposite the fimbria is a gray metallic wiry segment within the lumen. Outcome of event pain was updated. Medical history, and concomitant drug were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.